Event description:
Could not walk at all [unable to walk] knee is not as puffy as before, but does ache if she is on it a lot [knee pain] right knee swelled up really bad/puffiness of her knees in the past, but this swelling was worse [swelling of r knee] ([condition worsened]) discomfort [discomfort] case narrative: based on additional information received on (B)(6) 2018, this case initially considered non-serious was upgraded to serious as the previously reported event of knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees were considered serious with seriousness criteria as required intervention for both. This spontaneous case from united states was received on (B)(6)2018 from patient. This case concerns 50 years old female patient who initiated treatment with synvisc one and on the same day patient had could not walk at all, discomfort and right knee swelled up really bad/ puffiness of her knees in the past, but this swelling was worse; after an unknown latency knee was not as puffy as before, but does ache if she is on it a lot. No medical history, previous medications, concomitant medications and concurrent conditions were reported. The patient had no known allergy. The concomitant medications included levothyroxine sodium (levothyroxine) for thyroid on (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose: not provided) (batch/ lot number and expiry date: unknown) for knee pain-right knee. On the same day, patient experienced swelling and discomfort after the injection. The same day, patient's knee swelled up, could not walk at all and it continued to hurt for weeks. Patient reported that right knee swelled up really bad the same day as the injection and stayed that way for several days. It was so puffy behind her knee, she could not bend it. Her doctor recommended elevation and ice. On (B)(6) 2017, the patient consulted healthcare professional. It was reported that it hurt so bad that patient went back to doctor on (B)(6) 2018. It was all still swelled and in pain. The MRI and x-ray was done (results not provided). On (B)(6) 2018, the patient had arthroscopic surgery on her right knee. The knee was not as puffy as before, but does ache if she is on it a lot (onset and latency: unknown). Corrective treatment: arthroscopic surgery for knee is not as puffy as before, but does ache if she is on it a lot; elevation and ice; arthroscopic surgery for right knee swelled up really bad/puffiness of her knees in the past, but this swelling was worse; not reported for other events outcome: not recovered for knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees in the past, but this swelling was worse; unknown for rest of the events a product technical complaint was initiated and the results were pending for the same. A product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: unknown global ptc number: 53004 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees. Additional information was received on (B)(6) 2018 from the patient. This case initially considered non-serious was upgraded to serious as the previously reported events of knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees were considered serious with seriousness criteria as required intervention for both. Also, the additional event of could not walk at all was added with details. The patient's concomitant medication was added. Clinical course updated. Text was amended accordingly. Additional information received on (B)(6) 2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on (B)(6) 2018. No significant information was received.

Event description:
Based on additional information received on 04-apr- 2018, this case initially considered non-serious was upgraded to serious as the previously reported event of knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/ puffiness of her knees were considered serious with seriousness criteria as required intervention for both. This spontaneous case from united states was received on 07-mar-2018 from patient. This case concerns (B)(6) female patient who initiated treatment with synvisc one and on the same day patient had could not walk at all, discomfort and right knee swelled up really bad/ puffiness of her knees in the past, but this swelling was worse; after an unknown latency knee was not as puffy as before, but does ache if she is on it a lot. No medical history, previous medications, concomitant medications and concurrent conditions were reported. The patient had no known allergy. The concomitant medications included levothyroxine sodium (levothyroxine) for thyroid. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose: not provided) (batch/ lot number and expiry date: unknown) for knee pain-right knee. On the same day, patient experienced swelling and discomfort after the injection. The same day, patient's knee swelled up, could not walk at all and it continued to hurt for weeks. Patient reported that right knee swelled up really bad the same day as the injection and stayed that way for several days. It was so puffy behind her knee, she could not bend it. Her doctor recommended elevation and ice. On (B)(6) 2017, the patient consulted healthcare professional. It was reported that it hurt so bad that patient went back to doctor on (B)(6) 2018. It was all still swelled and in pain. The MRI and x-ray was done (results not provided). On (B)(6) 2018, the patient had arthroscopic surgery on her right knee. The knee was not as puffy as before, but does ache if she is on it a lot (onset and latency: unknown). Corrective treatment: arthroscopic surgery for knee is not as puffy as before, but does ache if she is on it a lot; elevation and ice; arthroscopic surgery for right knee swelled up really bad/puffiness of her knees in the past, but this swelling was worse; not reported for other events outcome: not recovered for knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees in the past, but this swelling was worse; unknown for rest of the events. A product technical complaint was initiated and the results were pending for the same. Seriousness criteria: required intervention for knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees. Additional information was received on 04-apr-2018 from the patient. This case initially considered non-serious was upgraded to serious as the previously reported events of knee is not as puffy as before, but does ache if she is on it a lot and right knee swelled up really bad/puffiness of her knees were considered serious with seriousness criteria as required intervention for both. Also the additional event of could not walk at all was added with details. The patient's concomitant medication was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 04-apr-2018: based on the available information, the causal role of the event was assessed as related as significant temporal relationship is established with the suspect product. However, more information on the patient's medical history, concurrent conditions and concomitant medications will provide a comprehensive assessment of this case.